Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The device underwent additional testing with the disassembly of the air/water channel, suction channel and biopsy channel. The device was sent to an independent testing laboratory for microbiological testing. The result of the final test were negative for the presence of klebsiella species. However pseudomonas monteilii and pseudomonas putida were recovered from the suction channel. Please cross-reference these associated complaints: 8010047-2012-00481, 2951238-2015-00033, 00034, 00035, 00036, 00037, 00039, 00040, 00041, 00042, 00043, 00044.

Event description:
The user facility reported that 10-13 patients that had been examined with the subject device were potentially infected with klebsiella pneumonia. There was no information provided regarding what, if any treatment had been provided to the patients. Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that all potentially affected patients had undergone ercp procedures and were transplant patients. The user facility reported that 6 ercp endoscopes were cultured and 1 of the endoscopes which is the subject device referenced in this report was found to have klebsiella pneumonia on two separate occasions after numerous cultures. Nevertheless, the user facility reported that there was no direct evidence of the infection being tied to any particular endoscope. As part of our investigation into this report, two olympus representatives had been dispatched to the user facility to assess the facility's reprocessing practices and to perform a device evaluation. Additionally, the (B)(4) institute was also involved in the investigation. Olympus performed a visual inspection of the device referenced in this report with no major observation noted. The user facility's reprocessing practices was assessed with no major risk factor for k. Pneumonia transmission observed.